Event description:
A surgeon reports performing a lens exchange due to decentration of the intraocular lens (iol). The surgeon reports a damaged haptic was observed that may have contributed to the decentration. Additional info has been requested.